Event description:
It was reported that during a new implant procedure, the mobile programmer experienced functionality and connectivity issues. The analyzer failed suddenly, resulting in the loss of both electrocardiogram (ECG) and electrograms (egm) signals, with only dotted lines displayed. The mobile programmer showed a disconnection, and the analyzer fields displayed question marks. It was noted that the analyzer cables were switched out to a legacy programmer to perform lead testing. The implantable device remained connected to the patient connector, and the case was completed. Troubleshooting steps were taken to include attempts to reconnect the mobile programmer by ending the session, closing the application, forgetting the bluetooth setting, and restarting the host tablet, however these efforts were unsuccessful. A new mobile programmer was acquired which successfully connected to the application. It was noted that dissatisfaction was expressed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the mobile programmer was returned for physical analysis. Analysis was unable to confirm the customer comment that programmer experienced functionality and connectivity issues. No defect was found with the programmer. Final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the mobile programmer and patient connector were returned for evaluation.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer experienced functionality and connectivity issues and the loss of both electrocardiogram (ECG) and electrograms (egm) signals was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.